Event description:
Air-embolism to the brain observed during procedure -(open-heart surgery). Seen in arterial pump line. Pt did wake-up and is ok (presumably). Pt having mitral-valve repair via mini-thoractomy. Short time into bypass air was seen in arterial pump line. Line was clamped. Head lowered. Retrograde cerebral perfusion was given for approx 15 min. Case then continued.